Manufacturer narrative:
Multiple MDR reports were filed for this event. Associated report: 0002023141-2022-00213. Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. PMA/510(k) numbers: k011028 and k013227. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the implants on teeth sites #3 and #4 were fractured and will be removed in a couple of days.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00213-1. This report is being submitted to relay corrected data, additional information and device evaluation. Correction: the statement in the initial MFR report: 0002023141-2023-00205: multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00213 was submitted with the incorrect year. The statement is being corrected to: multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00213 the following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) and one (1) impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) were returned for investigation. Visual evaluation identified that both implants had bone debris on the external threads and that they both fractured at the collar. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. Tsvh11, lot# 62031983 and tsvh13, lot# 61866422: DHR review was completed for the subject lot numbers and revealed no deviations or non-conformances, which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. The complaint is related to the functional performance of the devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Therefore, the reported events could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading and used outside of intended use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.